Event description:
A device was returned for periodic maintenance. During service evaluation, a review of the error log revealed a confirmed e344 ¿ventilator service required¿ error. Based on the confirmed e344 and per internal procedures, the oxygen blender pca was replaced as a corrective measure. Final repair tests, including alarm function, battery checks, and run-in procedures, were performed. The unit passed all tests and was confirmed to be operating within specifications. The software version was also confirmed (ver. 14.2.05). There was no report of patient involvement or adverse outcomes.